Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have issues reading the pump screen. The customer states they have received multiple no delivery alarms, low battery, and there are scratches on the screen. The customer's blood glucose level at the time of incident was 135mg/dl. Troubleshoot was conducted. The customer was advised that due to the scratches on the screen, the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected low battery alarm noted. The pump had a severely scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker. Unable to perform the excessive no delivery alarm test due to the severely scratched lcd window, unable to read display.